Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the Abbott Diabetes Care (ADC) device. The customer reported experiencing an infection and abscess at the ADC device insertion site. The customer had contact with a healthcare professional (HCP), however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.